Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3321 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via (B)(6) website "venous thrombosis." No other information was provided.